Manufacturer narrative:
Insulin pump passed the displacement test and active current measurement. However the pump failed the sleep current measurement and confirmed power error detected alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 108mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.